Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off. The following information was provided by the initial reporter. The customer stated: "material no. 368608 batch no. 1323303 it was reported that safety shield breaks off. Sm 368608 shield fell off¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 04-may-2022. H6: investigation: bd received 20 samples for investigation. The samples were evaluated by functional shield testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional shield testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off. The following information was provided by the initial reporter. The customer stated: "material no. 368608 batch no. 1323303 it was reported that safety shield breaks off. Sm 368608 shield fell off¿.